Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. The patient was brought into clinic and the device bluetooth was successfully reset, resulting in successful pairing. There were no patient consequences.

Manufacturer narrative:
The reported event of unable to interrogate the device via bluetooth (ble) was confirmed. Review of the provided session records and logs revealed that the ble was temporarily unable due to a timeout error. The device reset the ble as per device specifications and ble was recovered. The root cause of the ble reset was unable to be determined.